Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance warnings were alerted on the right atrial (ra) lead and the right ventricular (rv) lead. High impedance on both leads was noted on one occasion. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that impedance on both leads returned to levels within normal limits.